Event description:
This is a report of a patient who experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for the event. The patient was treated with injections of cefazolin (1gm/14days) and tobramycin (40mg/14 day). The cause of the peritonitis was unknown. At the time of this report, the patient status and action taken with pd therapy were unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.